Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that alert history showed high and low blood glucose. Customer experienced high blood glucose of 424 mg/dl while on the call. Customer declined troubleshooting for all.